Manufacturer narrative:
No further investigation required. Information from the field sufficient to make accurate reporting decisions. Should new information become available, this event will be further reviewed.

Event description:
Boston scientific received information that during implant, the physician reported insertion difficulty of the lead terminal pin into the device header. They reportedly used saline as a lubricant; however, not much difference was noted. The lead was eventually able to be inserted and the procedure completed in absence of any adverse patient effects or a change of product. All post implant measurements were within normal ranges and stable. No further anomies have been reported and to date this device remains implanted and in service.